Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer called to report that the o ring around the lip of the reservoir compartment has broken off. Customer's blood glucose was unknown at the time of the incident. The customer does not recall any significant events leading to the damage of the device. No further details were given. The customer was advised to discontinue use of insulin pump and revert to back-up plan. The insulin pump was returned for analysis.